Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on the hub of the bd¿ insulin syringe with needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of a hub of a syringe. Customer states that fm is on the needle hub. The returned photo was examined and exhibited some foreign material on the hub. It is difficult to determine the identity of the material only from the photo. A review of the device history record was completed for batch# 7233878. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200712271] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter on hub on lot # 7233878. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure although the identity of the material cannot be determined from the returned photo. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was foreign matter on the hub of the bd¿ insulin syringe with needle. There was no report of exposure, injury, or medical intervention.